Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced blood glucose levels ranging from 220-397 mg/dl. The customer alleged that the pump was not delivering insulin as intended. Although requested, the customer declined to perform troubleshooting. Reportedly, the customer reverted to manual injections for insulin therapy.